Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low voltage advisories while connected to adequate battery sources. It was found that the patient's controller connections had suffered significant corrosion. A controller exchange was successfully done for this patient and there were no further alarms. It was also reported that there were 4 motor stops in the log file which corresponded with the controller exchange; log file analysis did not capture any low speeds besides when the driveline was disconnected for the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: dim led, damaged strain reliefs. The reported event of low voltage advisories and fluid ingress was confirmed; however, the low voltage advisories were routine. A review of the log files spanned approximately 14 days (B)(6) 2020 per time stamp). There were routine low voltage alarms active in the log file due to the patient letting the batteries run down to the 2.2 v threshold. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), had fluid ingress in the bulkhead connector. The customer mistook the green fluid for corrosion. Further troubleshooting was performed and the controller was opened to reveal more fluid ingress inside the casing and pcb. It was functionally tested and found to operate as intended during analysis despite the fluid ingress. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use and heartmate iii patient handbook explain how to properly interpret and troubleshoot low voltage advisory alarms. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.